Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed with a compromised force sensor system during the priming process. The patient's blood glucose at the time of incident was 290 mg/dl. The drive support cap was sticking out. The insulin pump was not returned for analysis.

Manufacturer narrative:
The pump was received with a compromised force sensor system error alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the basic occlusion or occlusion tests due to the error alarm. The pump was received with a missing end cap sticker, a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and a broken reservoir tube lip.